Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. Programming changes were made to resolve the issue. The patient was in stable condition.